Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, pump battery was rapidly depleting. Customer's blood glucose was not impacted. Contact declined to troubleshoot at the time of the report. Although multiple attempts were made by tandem technical support to obtain additional information, contact did not reply.